Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent grafts and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, a type 3b endoleak with sac growth was discovered. An intervention is being planned. As of the date of this report, there have been no additional patient sequelae reported. Note: there have been two (2) previously reported events for this patient (2031527-2017-00276 and 2031527-2017-00277).

Event description:
Additional information: an intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft (afx2), a suprarenal stent graft extension (afx) and a iliac limb iliac limb (ovation ix). The procedure was successful and the patient is doing great post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events for this case; a type 3b and 2 endoleak. The type 3b endoleak is mostly likely device related due to the use of strata material. The type 2 endoleak is anatomy related. There is no device failure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: conclusion code: remove code 11. Device code: remove code 1354.